Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address patella/femoral pain. The tibia and femoral were loose at the cement/implant interface. Poly wear and osteolysis were also discovered intraoperatively.

Event description:
Pt was revised to address patella/femoral pain. The tibia and femoral were loose at the cement/implant interface. Poly wear and osteolysis were also discovered intraoperatively.